Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual inspection of this device revealed the working length of the push catheter was bent. The suture hole on the push catheter was torn. The guide catheter was torn jaggedly into two pieces (containing the proximal and the distal remnant) and the proximal remnant was found stretched, kinked and frozen on the guide wire. The suture and the stent were loaded to the delivery system upon receipt. The suture was cut to access the distal remnant of the guide catheter and the distal remnant of the guide catheter was found stretched and kinked. Functional evaluation could not be performed on this device due to the damages noted upon receipt. Evaluation of the returned device revealed it appears both the guide and the push catheter most likely became damaged at the same time during the procedure, probably due the to excessive force applied by the physician in the attempt to retract the guide catheter and deploy the stent. The foreign material mentioned by the customer was not received for evaluation. Therefore, based on the physical damages found on this device, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile duct of a patient (patient age, sex, weight, and event date are unknown). During the procedure, the physician felt resistance as the guide catheter was retracted for stent deployment. The guide catheter stretched and the stent was unable to be deployed. Upon removal of the device it was noted a rod shaped material was inside the push catheter. The procedure was completed with another flexima biliary stent system. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile duct of a patient (patient age, sex, weight, and event date are unknown). During the procedure, the physician felt resistance as the guide catheter was retracted for stent deployment. The guide catheter stretched and the stent was unable to be deployed. Upon removal of the device it was noted a rod shaped material was inside the push catheter. The procedure was completed with another flexima biliary stent system. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.